Event description:
It was reported by the sales rep that during a laparoscopic esophagectomy procedure, the cartridge pan came off and it was left in the jaw after the 3rd firing when the cartridge was removed. Consequently, the cartridge could not be reloaded for 4th firing. The cartridge was blue. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the analysis results that one pse45a device was returned with no visual non-conformances and without a cartridge reload present. In addition, a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.